Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified brown particles in the drip chamber. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
The customer returned an additional continu-flo solution set for evaluation. Visual inspection identified brown particles in the drip chamber. There was no patient involvement as the condition was discovered during evaluation. There was no patient/user injury or medical intervention necessary. No additional information is available.